Event description:
I bought a uv phototherapy lamp from (B)(6) a few days ago. The item link is (B)(6). My skin was burned and got worse after applying this. Tried again the next day to see if maybe it was just a fluke, burned even worse and irritated the skin more than it already was. My dermatologist says FDA restricts this psoriasis lamp to sell without the order of a physician. Its package also proves this. Its 510k number is k132643 which clearly shows that this is a prescription (rx) medical device. Why FDA allows this rx product sold on (B)(6)? I think FDA must require (B)(6) to remove this item. (B)(6). FDA safety report ID # (B)(4).